Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. They took the device out of the box, connected to the generator, and could not get the device to activate preoperatively. The device was exchanged for another one which worked fine. No patient contact.

Manufacturer narrative:
Trackwise #(B)(4). Updated section: g4, g7, h2, h6, h10.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. They took the device out of the box, connected to the generator, and could not get the device to activate preoperatively. The device was exchanged for another one which worked fine. No patient contact.